Manufacturer narrative:
Section g1: updated information. Section d1, brand name: corrected. Section d4, catalog number: corrected. Section d4, primary UDI number: corrected. No further information was provided. The manufacturer is closing the file on this event.

Event description:
It was reported that the physician requested log files to be reviewed following no pulsatility index (pi) or flow change when speed was adjusted. The patient was having frequent low flow alarms that appeared to be positional. Log files were submitted for review. The log captured one low flow event and that pi events were occurring on (B)(6) 2023 from 04:59:00 to 11:00:45. During pi events the ventricular assist device (vad) speed would drop to its low-speed limit which was set to 4600 revolutions per minute. It was noted that the pi events seen here are of a significant amount and may possibly point to another issue.

Manufacturer narrative:
No further information was provided. A supplemental report will be submitted once the manufacturer¿s investigation is complete.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported low flow alarms could not be confirmed via the submitted log files. The submitted controller event log file captured one, transient low flow fault flag on (B)(6) 2023 that did not last long enough to trigger a low flow hazard alarm. Of note, there were no speed changes captured in the file. There were several pulsatility index (pi) events that filled the majority of the file and would have overwritten older information, per design. The pump appeared to operate as intended at the stored patient speed for the duration of the file. Multiple attempts were made to obtain additional information from the customer regarding the event; however, no additional information was provided. The patient remains ongoing on heartmate 3 left ventricular assist system (lvas), serial number (B)(6) and no further complaints have been reported at this time. The relevant sections of the device history records for (B)(6)were reviewed and showed no deviations from manufacturing and quality assurance specification. The heartmate 3 lvas IFU rev. C and the heartmate 3 lvas patient handbook, rev. D are currently available. Section 1 of the IFU, ¿introduction¿, addresses pump parameters, including pump speed, pump flow, and pulsatility index (pi). This section explains that pump flow is a calculated value that is estimated based on pump power. Section 4, ¿system monitor¿, describes the pump flow display and the hazard alarms. This IFU states that the low flow hazard alarm will be triggered when pump flow is less than 2.5 lpm and explains that changes in patient conditions can result in low flow. In reference to pulsatility index, section 1 and section 4 of the IFU state that ¿pi calculation represents cardiac pulsatility and pi values typically range from 1 to 10. In general, the magnitude of the pi value is related to the amount of assistance provided by the pump. Higher values indicate more ventricular filling and higher pulsatility (i.e. The pump is providing less support to the left ventricle). Lower values indicate less ventricular filling and lower pulsatility (i.e. The pump is providing greater support and further unloading the ventricle)¿. Sections 1 and 4 of the IFU also state that if the system detects a pi event, the pump speed automatically drops to the low speed limit and slowly ramps back up at a rate of 100 rpm per second to the fixed speed setpoint. If another pi event is detected, the device drops to the ¿low speed limit¿ again and then ramps back up. This cycle repeats as long as pi events are detected. The drop in speed can be accompanied by a reduced pump flow. Additionally, there are no audible alarms with a pi event. Section 4 further states, ¿pi events are assumed by the system during cases when there are sudden and substantial changes in the pulsatility index. These events are also referred to as pi events and may be initiated for reasons other than true pi events, including sudden changes in the patient¿s volume status, arrhythmias, sudden changes in power, and sudden changes in pump speed¿. Furthermore, section 5 of the patient handbook, "alarms and troubleshooting", and section 7 of the IFU, "alarms and troubleshooting", address system alarm conditions, including the low flow alarm, as well as the appropriate actions associated with each condition. The heartmate 3 pocket guide to alarms for clinicians, rev. C, and the heartmate 3 pocket guide to alarms for patients and caregivers, rev. C, are specific to controllers with low flow software and explain that the low flow hazard alarm will be triggered when the estimated pump flow is less than 2.0 lpm. These guides also outline system controller alarms as well as how to respond to each alarm condition. No further information was provided. The manufacturer is closing the file on this event.